Event description:
A hospital in (B)(6) reported that the lid of the storage drawer of an iw952 cosycot infant warmer had a missing screw. The hospital further reported that the holes of the bracket slider support were misaligned with the holes on the slider of the storage bin. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned for investigation. Our analysis is accordingly based on the photographs, additional information provided by the customer and our knowledge of the product. Results: based on the photographs provided by the complainant, it appears that there is a missing screw in one of the four holes and that two of the holes are misaligned. A lot check revealed no other complaints of this nature for this product. Conclusion: it is likely that the missing screw was included with the device and may have dislodged during transport. Process operators have been advised to check the hole alignments before assembly to determine whether this is an assembly issue. This is the only reported complaint of this nature we have received. This does not affect the functionality of the device and does not present any risk to the patient.

Manufacturer narrative:
(B)(4). We currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the lid of the storage drawer of an iw952 cosycot infant warmer had a missing screw. The hospital further reported that the holes of the bracket slider support were misaligned with the holes on the slider of the storage bin. This was found prior to patient use.